Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The sample was returned and visual inspection noted the device showed wear at the contact point of the mating construct parts and signs of blunt force impacts on the underneath side of the device. It was concluded that the device meets all the re-inspected features; therefore, the root cause was indeterminate.

Event description:
During a trochanteric fixation nail (tfn) procedure for a left hip fracture, the surgeon had inserted the tfn nail and the lag screw. The surgeon was using a construct consisting of an insertion handle, a 11.0/8.0 mm protection sleeve, a 8.0/4.0 mm drill sleeve, and a 4.0 mm trocar. The surgeon began to drill for the distal locking screw and it was missing the posterior nail. The surgeon removed the construct, drilled the hole and inserted the nail by freehand. The procedure was extended by 30 minutes. This complaint is on the insertion handle. This is report 1 of 5 for this event.